Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and damage was observed to the iol (intraocular lens). No cartridge was returned. Iol returned pressed down into well area of iol case base. Solution is dried on the iol. One haptic is broken/torn and is returned, the other haptic is slightly deformed. The lens was cleaned for further evaluation. The optic is scratched/marked-rejectable; there is also a big fracture in the optic. We are unable to determine the root cause for the reported complaint "lenses that were scratched by the injector ". One haptic is broken/torn and is returned, the other haptic is slightly deformed. The optic is scratched/marked-rejectable; there is also a big fracture in the optic. The reported damage occurred at the time of iol went out of the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implantation procedure, the lens was scratched by the injector. Additional information received indicates that the scratch was identified by the surgeon under the microscope during lens insertion. The lens was not implanted but removed before full insertion. No harm was caused to the patient

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).